Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported the patient experienced discomfort at the midline incision. As a result, surgical intervention occurred wherein a revision was completed of the scapula pns system wherein both anchors were removed to address the issue.

Manufacturer narrative:
A patient experiencing discomfort at the midline incision was reported to abbott. Both anchors were removed. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.